Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video telescope had a poor-quality image (screen flickers/noise appears, multiple lines appear), and the entire screen turns green. The malfunction was found during set up. There were no reports of patient involvement.

Event description:
It was reported that the video telescope had a poor-quality image (screen flickers/noise appears, multiple lines appear), and the entire screen turns green. The malfunction was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of charged coupled device sensor. Olympus will continue to monitor the performance of this device.